Manufacturer narrative:
This report is for an unknown spine screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a depuy synthes sales representative (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during the procedure reduction was not achieved on the head of the first screw. The patient had to be taken back to remove. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for an unknown spine screw. This is report 1 of 1 for (B)(4).